Event description:
It was reported that the device does not recognize the syringe when it's in the device. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed it was in good condition with no appearance of any physical damaged. Customer's reported issue was duplicated during syringe test. The root cause of the reported issues was found to have been caused by the customer's incorrect assembly of the device. Actions taken to mitigate the reported issue: reassembled the left timing plate. Performed syringe test and passed all functional testing.